Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint. The DHR (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The customer reported "signal loss' using fs librelink app. Attempted to replicate the customer complaint using a similar configuration [iphone se (2nd generation), ios 17.5.1, 2.11.2.8275]. Enabled ¿signal loss alarm¿ feature in the app and placed phone device in faraday bag to interrupt signal to sensor. Despite a comprehensive investigation, the reported issue could not be replicated, and the system functioned as intended under the tested conditions. Potential causes based on the customer¿s reported application and device history were also examined, but no issues were identified during replication that could have led to the reported issue. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone 13 with ios version 17.5.1. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia and a loss of consciousness. The customer was provided a glucagon injection for treatment by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.